Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited an error message that the object reference was not set to an instance of an object. A field service engineer (fse) repaired the medication application, reimaged the station, attempted to recover the half height failed pockets, replaced the drawer board and module controller board, but the issue remained unresolved. Fse then removed failed cubie pocket and the technician unload and reload the pocket to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device notified with error message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.